Event description:
"S/p b subgl infra surgitek bilumens 205:45 for augmentation. Pt reports l contracture rx'd with closed capsulotomies x 3, last one in 1985. Denies decreased size or other h/o trauma. Gives hx suggestive of l hematoma shortly after sx undrained. States has a l "granuloma" x yrs, growing with increased pain x 1 yr. L has always been lateral. In addition c/o systemic sx's which began shortly after implantation. These are progressive and disabling. These include arthralgias (+ am stiffness)/myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, adenopathy, low grade fevers, night sweats, headaches, tmjd, visual changes, dizziness, memory loss, rashes, sens to sun/cold (+raynaud's)/chem, sob/cp, costochondritis, choking sensation, wgt fluctuations, gi/gu disturb, vag d/c's and easy bruising as well as tinnitus. Pt is otherwise healthy."